Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis(ipp). The ipp cylinder, reservoir, and pump were explanted. No new device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.